Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms, which were reported to be due to the patient¿s cardiac arrhythmia and right heart failure. A direct correlation between the reported cardiac arrhythmia and right heart failure and heartmate 3 left ventricular assist system, (B)(6), could not be conclusively established through this evaluation. Two sets of log files were submitted with overlapping data. These log files contained data from (B)(6) 2021, which was the day that the patient was implanted. The low flow alarms, backup battery not installed alarms, the low pump current alarms, and the average flow being 0 lpm for the duration of the log file, can all be attributed to the initialization of the pump. No atypical events were captured, and the pump appeared to function as intended at the set speeds. Images were also provided by the account that confirm backup battery not installed alarms and a low flow alarm when the flow was as low as 0.6 lpm. Figure 2 of the submitted photos confirms the low flow alarms that were initially reported. The patient passed away on (B)(6) 2021. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1, ¿introduction,¿ lists right heart failure, cardiac arrythmia, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Heartmate 3 lvas IFU, section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had acute right ventricle (rv) failure immediately after implant on (B)(6) 2021, in addition to low mean arterial pressure (map) and ventricular tachycardia. Direct cardioversions were performed, inotropes were increased (adrenaline, noradrenaline, lidocaine), cardiac massage, but the patient expired on (B)(6) 2021. There were low flows and backup battery not installed alarms in log file. The battery alarm was related to the surgical implantation early time when the patient's heart was still not filled. The patient was supported by the bypass machine and the pump was supported by the patient power module (ppm) power source.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.